Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) leads had become dislodged from this implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from this ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range ra pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from this ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both ra and rv leads and the ICD were explanted. This ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported. Additional information was received that prior to this ICD system being explanted there were high out or range pace impedance measurements. It was noted that the leads had become dislodged from this ICD, causing two inappropriate shocks, putting the heart into a ventricular arrhythmia. After the second revision there was a hematoma issue which required a drainage tube for two weeks, causing severe pain and hospitalizations. Additionally, it was noted this patients heart rate has exceeded 120 beats per minute and this ICD did not pace.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) leads had become dislodged from this implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from this ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range ra pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from this ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both ra and rv leads and the ICD were explanted. This ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported. Additional information was received that prior to this ICD system being explanted there were high out or range pace impedance measurements. It was noted that the leads had become dislodged from this ICD, causing two inappropriate shocks, putting the heart into a ventricular arrhythmia. After the second revision there was a hematoma issue which required a drainage tube for two weeks, causing severe pain and hospitalizations. Additionally, it was noted this patients heart rate has exceeded 120 beats per minute and this ICD did not pace.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) leads had become dislodged from this implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from this ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range ra pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from this ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both ra and rv leads and the ICD were explanted. This ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.